Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) was previously hospitalized during a call to customer support for a separate issue. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2024 the patient was hospitalized for peritonitis and symptoms of chest pain. The nurse reported that the patient had a pd culture obtained in the hospital which had no organism growth and an elevated white blood cell (wbc) count. The patient was treated with unknown antibiotics in the hospital for peritonitis. Additionally, per the nurse, the patient¿s chest pain was due to comorbid non-st elevation myocardial infarction (nstemi) from pre-existing cardiac disease (unrelated to pd therapy). The nurse did not have any details or any treatment information, if any, for the nstemi as the hospital discharge paperwork is not available. Subsequently, on (B)(6) 2024, the patient was discharged home. The pd nurse was not able to identify the exact cause of the peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or malfunctions with the fresenius cycler in relation to the peritonitis event.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) was previously hospitalized during a call to customer support for a separate issue. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2024 the patient was hospitalized for peritonitis and symptoms of chest pain. The nurse reported that the patient had a pd culture obtained in the hospital which had no organism growth and an elevated white blood cell (wbc) count. The patient was treated with unknown antibiotics in the hospital for peritonitis. Additionally, per the nurse, the patient¿s chest pain was due to comorbid non-st elevation myocardial infarction (nstemi) from pre-existing cardiac disease (unrelated to pd therapy). The nurse did not have any details or any treatment information, if any, for the nstemi as the hospital discharge paperwork is not available. Subsequently, on (B)(6) 2024, the patient was discharged home. The pd nurse was not able to identify the exact cause of the peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or malfunctions with the fresenius cycler in relation to the peritonitis event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy with many potential etiologies. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event.